Event description:
It was reported that this pacemaker system exhibited undersensing on the atrial channel. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.